Event description:
It was reported that the fiber broke during photoselective vaporization of the prostate procedure. There was no additional information reported.

Event description:
It was reported that the fiber broke during photoselective vaporization of the prostate procedure. There was no additional information reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify any evidence of a break. The glass had severe devitrification at the output window. There was severe charred detritus adhered to the metal cap surface. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. The devitrification and detritus material observed are sings of fiber use. There were no defects found on the fiber. Based on the investigation results, an evaluation conclusion code of no problem detected was assigned. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.